Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump speed decreases and pump stoppages occurred on (B)(6) 2018. The patient was lying in bed and moved the thorax when the alarm occurred. The patient was asymptomatic. A CT scan and x-ray image showed a bent driveline inside the patient's body. A non-grounded patient cable for use with the power module was requested for the patient. The patient was listed for high urgent transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported pump stoppages were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The submitted log file captured multiple pump stops. The events only occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The center elected to place the patient on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.